Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use fibers caught on fire and got melted. There were no reports of patient harm.